Event description:
It was reported that pump displayed malfunction code and was not resettable, with no notable events occurring prior to malfunction and blood glucose not rising above reported level. There was no adverse impact to the customer's blood glucose level. Customer was advised to receive replacement pump, and technical support arranged pump replacement. Customer reverted to manual daily injections (mdi) while awaiting pump replacement.